Event description:
A physician reported following an intraocular lens implant procedure, the surgeon made an error in lens selection, the patient should have received a toric lens, but received a spherical lens. Some zonular dehiscence during case, capsular tension ring (ctr) placed with good bag stability and spherical lens placed with good centration on visual axis. This has already been fully discussed with patient and provided options with patient, recommended against explantation/exchange of lens due to zonular dehiscence. A photorefractive keratectomy is performed to treat refractive errors for toric correction. Additional information has been requested. There are 2 files associated with these events. This is for the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On initial MDR the event outcome was reported with medical intervention required and medically significant. This should have been only medically significant. The manufacturer internal reference number is: (B)(4).